Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. For the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address apparent cup loosening. Update 01/28/2015 - disc 209 pfs and medical records received. Pfs identified patient dob, height and weight. Pfs alleges patient suffers from pain, difficulty walking, and trouble performing normal daily activities. Doi: (B)(6) 2011. Dor: (B)(6) 2013; right hip 2nd revision. (B)(4), first revision.